Event description:
Baxter reported a transfer set in which the spike port was broken during removal by a clean flash device. No patient injury or medical intervention was associated with this incident.